Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that his infusion device displayed "300 ll" on the screen. The power pack had been in use for 3-4 weeks. He stated that he was aware of the power pack recall and he stated that he had received the corrected power packs. He was advised to dispose of all power packs associated with the recall. The pt was instructed to insert a new power pack and his infusion device functioned properly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.